Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on 04/24/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/24/2014 with the following findings:visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored verify screen with the appropriate audible and vibratory alerts. Unrelated to the display issue, evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).